Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g970u1ueu9ixe1 smartphone hardware: sm-g970u1 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide moved forward, but the cannula did not deploy at pod activation.

Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the fluid path components confirmed that the pod was filled with the fill rod shorting both fill sensor springs. No damages or defects were present that would prevent the pod from completing activation and deploying the cannula as intended.